Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
The following was reported: patient has right arm PICC dual lumen 5 french bard groshong was administering IV medication via white port, post medication was flushing with sterile 10 cc prefilled normal saline flush, heard a popping noise, and line snapped connected to my flush, white port was clamped and wrapped in gauze and tape not for use, ahn notified and assessed same. Line required replacement. No apparent harm - just patient inconvenience.

Event description:
The following was reported: patient has right arm PICC dual lumen 5 french bard groshong was administering IV medication via white port, post medication was flushing with sterile 10 cc prefilled normal saline flush, heard a popping noise, and line snapped connected to my flush, white port was clamped and wrapped in gauze and tape not for use, line required replacement. No apparent harm - just patient inconvenience.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a snapped connection to the flush was confirmed. The product returned for evaluation was one 5 fr d/l groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed on the white lumen side of the extension tubing. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 's' shaped split. Granular fracture surface texture (typical of tearing failure modes). An occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.